Event description:
It was reported by clinicians at the hospital: leaking from ett tubes. It is taking a lot to fill the balloon, then the leaking issue arises." Additional information from clinicians: the patient had low tidal volumes and spo2. It is unknown if the patient desaturated because of the defect. The tube was exchanged, and patient was reintubated. The patient's current condition is deceased. Cause of death was reported as sepsis with shock and cardiac arrest. Death occurred 3 hours after the reported defect was identified. Patients underlying history: htn, myelofibrosis, chronic thrombocytopenia, temporal arthritis on long term steroids.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.